Manufacturer narrative:
Unit passed self-test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was 182 mg/dl at the time of the incident. Customer will return device for analysis.